Manufacturer narrative:
A manufacturer lot code was not provided.  With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer stated that during removal, her tampon pledget came apart and pieces remained inside her.